Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Pre-procedure, it was noted that the coaptation between the leaflets was not good; however, diuretics were administered and the coaptation improved. One mitraclip was implanted, reducing the mr from grade 4 to grade <1. On (B)(6) 2016, it was noted that the clip had detached from the anterior leaflet, remaining attached to the posterior leaflet. There was no tissue damage noted as a result of the clip detachment. The mr increased to 2, which was due to diuretic administration per the physician. At this time, the patient is in stable condition, with no additional symptoms as a result of the clip detachment. A second mitraclip procedure is scheduled for 12/05/2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported worsening mr was likely a result of slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: the second mitraclip procedure was performed on (B)(6) 2016 and two additional clips were implanted, stabilizing the detached clip. Mitral regurgitation (mr) was reduced from grade 2 to grade 1. Reportedly, the patient did well. No additional information was provided.